Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The surgeon performed incision and drainage and revised the following eleos implants: distal femur axial pin, tibial hinge component, and tibial poly spacer. The following eleos implants remain implanted: distal femur, (2) tibial block augments, tibial baseplate, canal-filling segmental stem, canal-filling stem extension, and male-female midsection. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The surgeon performed incision and drainage and revised the following eleos implants: distal femur axial pin, tibial hinge component, and tibial poly spacer. The following eleos implants remain implanted: distal femur, (2) tibial block augments, tibial baseplate, canal-filling segmental stem, canal-filling stem extension, and male-female midsection. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in progress. The product will not be returned for analysis. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs have been submitted for this adverse event: 3013450937-2021-00282, 3013450937-2021-00284, 3013450937-2021-00285, 3013450937-2021-00286, 3013450937-2021-00287, 3013450937-2021-00288, 3013450937-2021-00289, 3013450937-2021-00290, 3013450937-2021-00291. The following mdrs have been submitted for the same patient: 3013450937-2021-00019, 3013450937-2021-00020, 3013450937-2021-00021, 3013450937-2021-00228.